Event description:
During a surgical procedure when using conmed 2450 equipment, an approx 4x2 cm burn with eschar was noted on the left lateral bovie pad side of the thigh. The pt was evaluated, bacitracin ointment and a 4 x 4 gauze was placed over the affected area. The pt was noted to have one episode of bradycardia, vital signs remained stable intra and post op. The pt was monitored for cardiac abnormalities.